Event description:
It was reported that during patient use, the nasal cannula was obstructed at the connection between the tubing and nasal prongs.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint stated, "patient reports that the glasses are blocked, and oxygen flow does not pass through the cannula." No patient injuries or adverse effects were reported. Based on the photos provided, the complaint was confirmed. A possible root cause, as observed in the two images submitted, appears to be a lack of bonding to secure the tubing in the correct position. This may have allowed the tube to shift across the nasal glasses causing lack of oxygen flow. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This sixth complaint reported for part number 1053-7-50 for "customer misuse." There were four other complaints reported for part number 1053-7-50 during the same timeframe. A resolution letter was sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
It was reported that during patient use, the nasal cannula was obstructed at the connection between the tubing and nasal prongs.